Event description:
It was reported that "following surgery (t&a) the nurse noticed a crack in the corner of the pt's mouth and applied lotion. It was felt that it was due to dryness of the tissue. Then three days later, during a follow-up care call the family member of the pt referred to this area as a burn".